Manufacturer narrative:
MFR received date: 12aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit would not calibrate. The fse replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that unit touchscreen is not working correctly. The customer reported there was no patient involvement.